Event description:
(B)(6) was implanted on (B)(6) 2008 with a miniarc sling. On (B)(6) 2009, urogenital pain and discomfort were reported. On (B)(6) 2010, the event continued, described as mild. The study site indicated this event was related to the device. Intervention: none. Event status: ongoing.

Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.